Manufacturer narrative:
Updated fields: h2, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, there was no problem detected with device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a white substance like adhesive coming out from between the control section and the insertion section. The issue first occurred during installation. There were no reports of patient involvement.